Event description:
It was reported that during a da vinci sp -assisted surgical procedure, the wrist of the sp needle driver instrument installed on the patient side manipulator (psm) 3 moved in the opposite direction. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed with the customer that there was no other issue after replacement of the instrument. The procedure was continued with all psm arms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The issue occurred while the surgeon¿s head was inside the surgeon console (sc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate the instrument from the sc. The issue continued to occur until the customer replaced the instrument with another. The timing of instrument movement was appropriate and there was no patient injury/harm. No shakiness, friction or external collisions was observed.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.